Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment postponed, due to the customer unable to use the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that system was unable to perform imaging. Upon troubleshooting, fse checked the system and found that the system had an ippc network error, rendering it unusable. To resolve the issue, fse replaced the ippc, transferred the hdds. The defective part was returned for analysis, for ip pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.